Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer reported to have replaced the gui to bd cable. Covidien was not authorized to service the device.